Event description:
It was reported that pacing by the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system induced ventricular fibrillation (vf). Technical services (ts) analyzed device episode data and found that there was undersensing of a premature ventricular contraction (pvc) which resulted in rv pacing on the patient's t-wave. An electric shock successfully converted the arrhythmia. Ts discussed programming options as troubleshooting. No additional adverse patient effects were reported. Currently, this crt-d system remains in service. According to additional information, it was reported that biventricular pacing in atrial tachy response (atr) was disrupting the wise crt function. Ts provided references to device manual as requested.

Event description:
It was reported that pacing by the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system induced ventricular fibrillation (vf). Technical services (ts) analyzed device episode data and found that there was undersensing of a premature ventricular contraction (pvc) which resulted in rv pacing on the patient's t-wave. An electric shock successfully converted the arrhythmia. Ts discussed programming options as troubleshooting. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.